Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used during a bronchoscopy procedure performed on (B)(6) 2013. According to the complainant, the patient presented to the emergency room with dyspnea on (B)(6) 2013. A CT scan was performed, which confirmed the presence of a subcarinal paratracheal mediastinal hilar lesion in the patient¿s right lung. The physician then opted to perform a bronchoscopy with needle aspiration, and the mass was found to be very friable; reportedly it bled profusely. When the physician extended the needle inside the patient, a perforation occurred. The exact location of the perforation is unknown. The patient was experiencing cardiac arrest and oxygen desaturation; therefore, shock therapy was performed several times and the patient was revived. However, the patient¿s oxygen levels continued to desaturate and the patient was kept in the intensive care unit for 4-5 days until he was declared brain dead. The patient expired on (B)(6) 2013. According to the physician's assessment, the needle was not related to the perforation or the patient's death. There was no alleged malfunction of the device.